Event description:
It was reported that the customer was admitted to the intensive care unit of the hospital due to blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis considered life threatening by healthcare provider (hcp). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved; however, hcp identified possible cardiac "problems" as a result of hospitalization. Reportedly, a malfunction alarm had occurred. The customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.